Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required) and oophorectomy (seriousness criterion medically significant) and experienced pulmonary embolism ("bilateral multiple pulomnary emboli") and alopecia ("hair loss"). The patient was treated with surgery (removal done). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, pulmonary embolism and alopecia outcome was unknown. The reporter considered alopecia, medical device removal, oophorectomy and pulmonary embolism to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - alopecia and pulmonary embolism. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pif received : event "medical device removal" , reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal') and oophorectomy ('oophorectomy'). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required) and oophorectomy (seriousness criterion medically significant) and experienced pulmonary embolism ("bilateral multiple pulmonary emboli") and alopecia ("hair loss"). The patient was treated with surgery (removal done). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, pulmonary embolism and alopecia outcome was unknown. The reporter considered alopecia, medical device removal, oophorectomy and pulmonary embolism to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: alopecia and pulmonary embolism. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.